Event description:
Per the clinic, it was reported that the patient was converted to a transcutaneous osia implant system on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced poor sound quality and retention issue. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the implant magnet. Additional information has been requested but has not been made available as of the date of this report.